Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, pocket erosion was observed. The device was explanted and replaced to resolve the event. No additional intervention was performed. The patient was in stable condition and the physician did not suspect infection occurred.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.